Event description:
It was reported the patient experiences pain when he sits on a hard surface. The patient reports he has lost a substantial amount of weight and the ipg has tilted in the pocket. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.